Event description:
Physician reported left side deflation and "accident mild trauma", not device related. Healthcare professional also reported "any creases." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10/apr/2024.

Event description:
Physician reported left side deflation and "accident mild trauma", not device related. Healthcare professional also reported "any creases." Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional also reported "any creases." Device has been explanted.